Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain three of three. There was nothing unusual observed with the setup. The hp disconnected in dwell not using proper disconnection procedures and then reconnected. The technical service representative (tsr) assisted the hp in clearing the alarm and the hp was to finish therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.